Event description:
It was reported that the device logged an event code in the memory and was unable to charge and provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control's initial inspection was unable to verify the reported failure. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Further information from the customer clarified that the device issues were only user test failure and event code in the memory. The device did not fail to charge or provide defibrillation energy.

Manufacturer narrative:
Physio-control evaluated the device and found that the device was able to charge and deliver defibrillation energy but with a slightly lower energy output than the selected amount. Physio replaced the therapy pcb assembly and completed other unrelated repairs. Proper device operation was confirmed through functional and performance testing and the device returned to the customer for use.